Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the distal electrode. (B)(4).

Event description:
It was reported that during implant the bipolar impedance of the right ventricular (rv) lead was high in multiple locations. The tip to ring impedance was measured in unipolar and found to be acceptable. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.